Event description:
Complainant alleged that during incoming inspections of the device at the faiclity the device did not power-up. Complainant indicated that there was no patient involvement in the reported malfunction.